Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
The pt reported that while discontinuing treatment, he discovered fluid on the inside of the tubing set and cycler. The pt's pd rn reported that the pt did not contract peritonitis and did not require prophylactic antibiotics. Sample has not been returned for eval.